Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had image ghosting with the adapter. The issue occurred during preparation of a diagnostic hysteroscopy and was completed using similar device. There were no reports of patient harm.

Event description:
It was reported, the camera head had image ghosting with the adapter. The issue occurred during preparation of a diagnostic hysteroscopy and was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. Device evaluation found a horizontal line on the image. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.